Manufacturer narrative:
The device was not returned and the root cause was not established. The customer cleared the service log to resolve the reported issue.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.